Event description:
Procedure type: colectomy functional end to end anastomosis. According to the reporter: the seal part of the trocar was torn. Used another device. No bleeding. Nothing fell into the patient's cavity. No tissue damaged. No extended more than 30mins. No patient injury was reported. No patient info available.

Manufacturer narrative:
(B) (4).